Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 23 may 2024, it was reported that on 17 may 2024, patient experienced occlusion at the site. The infusion set was not used for more than 48 hours no further information was available.